Event description:
The ventilator was cycling on a patient when the 02 module started to smoke. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out without patient injury. The biomed replaced the defective 02 module, calibrated and performed functional checks. Ventilator was returned back to service.